Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead had elevated threshold and a lead revision was scheduled to reposition the lead, however then it was determined other pacing vectors had appropriate threshold and did not cause stimulation so the lead was reprogrammed and remains in use. The patient was a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.